Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer before use, that the cardiosave hybrid type e/f malfunctioned. Alarm turns on. The electrical panel trips due to a ground fault, as verified by electricians in the utility room. There were no patient harm or injury was reported.